Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there were erroneous high sensitivity troponin t results on 3 devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received samples or photographs for investigation. A total of 100 retained samples were visually inspected, and no defects related to erroneous results were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Further clinical testing could not be conducted as bd clinical laboratories are currently unable to test for high sensitivity troponin t. This complaint has not been confirmed for the indicated failure mode erroneous results (hs troponin t). No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there were erroneous high sensitivity troponin t results on 3 devices. No adverse impact was reported regarding the patient or user.